Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the beveled edge at the output window is off center; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. The procedure was completed with an alternate procedure (turp). Additional information was not reported. There was no injury to the patient reported.